Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room and get hospitalized for diabetes ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose of 573 mg/dl which was treated with the intravenous insulin drip. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer declined the high blood glucose troubleshooting. It was unknown whether automode was active or not. The device will not be returned for analysis.